Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the reload would not articulate and stopped firing mid-fire. The partial staple line was intact. The user had to cut out the unused buttress material and opened another device to finish the case. No other manufacturer reinforcement materials were used.